Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with trace diffuse lamellar keratitis (dlk) in the left eye one day post lasik. The previously prescribed topical steroid was increased. The patient was seen in follow up and the dlk has resolved.